Manufacturer narrative:
Analysis of the electrical stimulation lead (serial number (B)(4) found the distal end of the lead electrodes had been pulled out or off. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was a sheared lead during implant. It was unknown if any environmental or external factors may have contributed to the issue. A new lead was used and the sheared lead was never implanted. The issue was resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the physician passed the lead through the needle and pulled the lead back out of the needle. The physician then noticed part of the distal end of the lead had broken off. It was unknown what caused this and a new lead was opened.